Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified lesion in the moderately tortuous, proximal circumflex coronary artery. Pre-dilatation was not performed. After placement of a 2.5x18 mm xience prime stent, a distal edge dissection was noted. The dissection was covered with a 2.5x15 mm xience prime stent. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.